Manufacturer narrative:
The siemens field service engineer (fse) underwent treatment to address the non-serious cut. This issue appears to be an isolated event and no further action is required. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A siemens field service engineer (fse) was servicing a dimension vista 1500 instrument when the instrument aliquot module unexpectedly moved and struck the fse in the forehead. The fse received a non-serious cut that was treated in a local hospital whereby local anaesthesia and stitches were required. There was no additional treatment or medical intervention required.